Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The pump was received without its original belt clip and holster. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that there were cracks in the reservoir compartment of the insulin pump. His blood glucose at the time of incident is unknown; however, he states that he had been hospitalized for high blood glucose levels nearly two years ago. The customer had put the wrong insulin in his pump, using lantus instead of apidra. Customer stated that he felt as if he had the flu. His high blood glucose was treated with an IV drip, and he was wearing his pump at the time of hospitalization. The customer was advised to revert to his medically prescribed back-up plan. No products were shipped or returned.